Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Tkp (B)(6) 2021 sigma hp fb keel punch impactor didn¿t lock properly to the sigma drill tower. So you have to put it back in and try again. After a couple try¿s it worked.